Manufacturer narrative:
(B)(4). The field service engineer inspected the system and determined that the power module caused the smoke. The part was replaced and the system is working to specifications. Internal reference: (B)(4). This report was mailed on (B)(4) 2011.

Event description:
Philips received a customer complaint stating there was a loud noise which was followed by smoke coming out of the system. The fire alarm was activated and the fire department was called. There was no pt involvement.